Event description:
The destination thereapy patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient developed erosion of the outflow graft due to contact with the patient's sternum. The patient was taken to the or for surgical repair of the outflow graft, sternal debridement, repositioning of omental flap and repositioning of pectoralis muscle flap bilateral. No further issues reported. The patient was transplanted 12 months later.